Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was not functional and replaced. The latest software version was loaded. The image processor, display adapter, gib, back plane, keyboard, and control processor were replaced. The system was tested and found to be working intended, and put back into service.

Event description:
The customer reported the system's keyboard locked up, and it became necessary to reboot during a case. No pt injury.